Event description:
It was reported that the patient had an apnea-hypopnea index (ahi) of 36. The patient underwent a hyoid procedure. At follow up sleep study, the patient's ahi was 84. No further details were provided.

Manufacturer narrative:
A medwatch form was not received from the reporter therefore any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. There was no reportable malfunction indicated at the time of the report. Apnea-hypopnea index (api) scores above 30 are considered severe. Although, it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. The repose tongue suspension kit is indicated for the treatment of obstructive sleep apnea (osa) and/or snoring. The hyoid suspension system advances the base of the tongue and the hyoid bone to prevent obstructions of the airway during sleep. It is a minimally invasive, low morbidity option to treat patients suffering from obstructive sleep apnea. (B)(4). Neither the device nor applicable test data was returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.